Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the 32g trueplus pen needles. Customer stated that when he administers his insulin, the needle is really sharp, almost like there is a "burr" at the end of the needles. Customer stated it hurt when he sticks the needle into his skin. Customer stated the needle is moving around as he is administering the medication, and that he believed this was due to the needle not going in deep enough. Customer stated it was leaving welts underneath his skin from the fluid build up. Customer stated the fluid leaks out when he pulls the needle out. At the time of the call the customer feels well and did not report any symptoms. No medical intervention related to the use of the product was reported. The customer is not using compatible product. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was unable to contact the customer via telephone, no further information was able to be obtained.

Manufacturer narrative:
Sections with additional information as of 16-jun-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed on retain samples. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc.